Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -9.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later removed due to low vault and a replacement lens of longer length was implanted within the same surgery. It was reported that the problem resolved. Unknown was reported to be the cause of this event.